Event description:
Revision surgery - due to an alfa stem breaking, the collar on the neck sheared off, the metal/metal was taken out. The surgeon switched to a lima.

Manufacturer narrative:
The reason for this revision was the stem neck had broken at the collar after 8 years in vivo. No information was reported about patient activities, bone condition, medical contraindications, or other factors that could have contributed to revision surgery. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed there are two prior complaints on the incident lima stem, part number 650-04-150m. The root cause for this event could be attributed to such factors as trauma, excessive weight-bearing activities, or repeated impingement of the femoral neck on the metal-on-metal liner or acetabular shell at the limits of range-of-motion. There is no information reported that shows a material, design, or manufacturing problem with the product.